Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the ER with complaints of shortness of breath and back pain. A chest computed tomography (CT) scan showed large pericardial effusion. Following an emergency echocardiogram, a pericardiocentesis was performed. The patient was in stable condition. No additional information was reported. The right ventricular (ra) lead remains implanted.